Event description:
Customer requested assistance in bolusing more than 25 units due to high blood glucose. Customer's blood glucose was 467 mg/dl due to steroids. Customer received assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.